Manufacturer narrative:
Concomitant product: product ID 8709, lot # l75109, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
It was reported that the pump was not working. When the pump was accessed, it had the full 40ml of medication, even though the expected amount was to be 2.1ml. The cause of the event was unknown. A dye study was performed,but the results were not available. The patient had no symptoms and reportedly recovered without permanent impairment. The pump system was being used to infuse morphine and bupivacaine. No interventions were reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.